Manufacturer narrative:
Date sent to the FDA: 09/13/2013.additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh/lso; due to sui and pop. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to urinary retention and chronic vaginal pain. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.